Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she inserted her sensor and two hours later received a message to calibrate. Customer's blood glucose readings were noted to be high of 450 mg/dl. Customer has treated with insulin. Customer stated that the high may have been due to the kinked infusion set and the bent cannula. Customer stated that she checked her blood glucose readings again and they were 360 mg/dl. No further information reported.